Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported patients who were under corrected post lasik treatment. Additional information requested.

Manufacturer narrative:
During the onsite visit, the fse (field service engineer) verified the system to specification and found no problem. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).